Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The reported "motor service due" issue was duplicated. When the pump was powered up the "motor service due" message was displayed and pump alarmed. Error was found in the device ehl (event history log) multiple times. The motor activation counter reached 6 mil. Counts. The motor was tested and the counter was reset. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating a smiths medical cadd solis vip pump had motor issues. No adverse effects were reported.